Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for three days for high blood glucose levels and mild diabetic ketoacidosis. When customers cannula was removed she noticed that the cannula was bent in half. Customer was treated with intravenous insulin and saline while in the hospital.